Event description:
The (B)(4) distributor returned battery chargers (B)(4) stating that the charger connectors are damaged.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger connector problem) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. Device eval of battery charger (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon eval, the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective battery chargers. Device MFR date: battery charger (B)(4). Battery charger (B)(4): 04/2009.